Manufacturer narrative:
The reported event of dislodgement and failure to interrogate were not confirmed. Visual inspection found no anomaly on the helix and the helix length was within specification. Further analysis performed found no anomalies with the device able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information noted the patient initially presented with being unable to interrogate the leadless pacemaker.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported field event of dislodgement and failure to interrogate were confirmed. Visual inspection noted no anomaly on the outer helix and inner helix was compressed out of specification. The compressed inner helix may have contributed to the reported dislodgement and interrogation problem anomaly noted in the field. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported the patient presented for follow-up after implant. Upon examination, the leadless pacemaker (lp) had dislodged and migrated to the iliac vein. The lp was explanted and replaced. The patient was in stable condition.